Event description:
It was reported that a catheter issue occurred. An opticross hd was selected for ultrasound examination of the target lesion. During the procedure, after beginning the second pullback the image suddenly was lost. The physician noted that the opticross hd catheter had broken. The device was removed from the patient, and there were no patient complications.

Manufacturer narrative:
The returned product consisted of the opticross imaging catheter. A visual inspection of the device revealed kinks in the sheath and telescope assembly. An impedance test revealed an open distal waveform, and a functional test revealed no damages or defects.

Event description:
It was reported that a catheter issue occurred. An opticross hd was selected for ultrasound examination of the target lesion. During the procedure, after beginning the second pullback the image suddenly was lost. The physician noted that the opticross hd catheter had broken. The device was removed from the patient, and there were no patient complications.